Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.

Event description:
It was reported the left ventricular lead was explanted and replaced due to high thresholds and non capture. During the replacement procedure, the left ventricular replacement lead was removed and replaced due to lack of stability in the vessel and the inability to make this lead work. During the explant procedure, the overlay or insulation of the right ventricular lead was breached or kinked. The right ventricular lead was also removed and replaced. No patient complications were reported as a result of this event.